Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant bun and crea results on a patient. There was no patient information at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. This reporting is based on limited information available. Samples were collected and tested on (B)(6) 2017. The customer reported all I-stat chem8+ results and they were all low results or below reference ranges. There is reason to suspect that the low results are related to saline contamination. However, this is not confirmed at this time. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 11/03/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.